Manufacturer narrative:
From the complainant report, the initial access was gained on first attempt without ultrasound. Procedural requirements for manta device deployment lists: "arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery." The deployment reportedly went smoothly with no complications, and no post manta deployment angiograms were taken to ensure proper placement of the device. Later in the evening the patient had hypotension and was re-admitted to the cath lab. A dissection was found near the manta marker. A covered stent was placed successfully, however a few hours later the patient returned to the cath lab. It was reported there was bleeding at the top of the stent. A surgical cut down explanted the manta device and stent. The IFU was reviewed and confirmed to list "local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" as possible adverse events. It is inconclusive the cause of the dissection. Risk documentation was reviewed and confirmed this is a known risk. The occurrence rate remains below risk documentation's acceptable limit. The device history was reviewed, and no non-conformities were identified. Dissections are a common large bore procedural complication caused by the insertion of procedural sheaths; however, the root cause of the dissection remains inconclusive if related to the deployment of manta or procedural sheath.

Manufacturer narrative:
The manta vascular closure device instructions for use (IFU) lists the following identified potential adverse events related to the deployment of vascular closure devices: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair, local trauma to the femoral or iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The IFU further lists procedure requirements including arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. Active clotting time (act) should be below 250 seconds prior to closure. An investigation has been opened to review risk documentation and case imaging and/or surgical reports, if obtained. The reportable event occurred after the completion of the initial procedure when the manta device was used. Therefore, the device was disposed of by the user and therefore not available for return to the manufacturer for investigation/examination.

Event description:
The reporter contacted essential medical on 28-oct-2019 to report an incident that occurred during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019. The reporter provided the following information regarding the incident: an ultrasound was not utilized for obtaining femoral access for the tavr procedure. The physician was reported to have gained femoral access on the first "stick" attempt. The procedure sheath was advanced smoothly, and the case proceeded event-free through closure. The patient's activated clotting time (act) at the time of manta vascular closure device deployment was stated to be 300 seconds. Per the manta device proctor, the physician reportedly used good technique when deploying the manta device and nothing out of the ordinary occurred. The skin surface was reportedly dry without any oozing at the conclusion of the closure and the patient had good distal pulse. Despite being asked by the manta proctor to take a post-closure angiogram to ensure proper placement of the manta closure device, an angiogram was not performed after manta deployment. The patient was taken from the cath lab to a hospital room after the completion of the procedure, and "everything seemed fine". However, by 01:00 am, the patient had become hypotensive and was taken back to the cath lab. It was reported that during examination, a vessel dissection was noted near the manta radiopaque marker. A covered stent was placed over the dissection and the manta closure device at that time. The patient was then admitted to the intensive care unit (ICU). Several hours later, the patient was noted to still be in a hypotensive state and was returned to the cath lab where bleeding from the top of the newly-placed covered stent was noted. A complete vessel cut-down was performed with the covered stent and the manta closure device both removed from the patient and surgical closure completed.